Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient experienced loss of stimulation on the left side. Diagnostic testing revealed multiple invalid lead contacts. The physician determined a lead fracture at the insertion site on fluoroscopy. The patient currently is satisfied with right side stimulation and may consider surgical intervention at a later date.

Event description:
Follow-up revealed the patient's issues remained ongoing. As a result, the patient's scs system was explanted and replaced with a competitor's device.